Event description:
It was reported that the pt was not able to adjust stimulation using the pt programmer. The pt programmer display showed the "call your doctor" icon, code: por (power-on-reset). The por was cleared over the phone using the pt programmer. Then the implantable neurostimulator (ins) was working as normal and charged appropriately.

Manufacturer narrative:
(B)(4)